Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged as observed on chest x-ray. In addition, the lv lead exhibited high pacing thresholds of 5.5 volts and 1 millisecond. This lv lead was surgically abandoned and was replaced with a competitor's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.